Event description:
The hospital requested recovery of ECG strips following a reported pt death. Log files were reportedly recovered and sent to ge healthcare. No additional info is available at this time. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital. (B)(6).